Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced severe tricuspid regurgitation. Since ventricular pacing was not required, the physician elected to remove the right ventricular lead to see if the tricuspid regurgitation would lessen. No immediate improvement was noted. The patient was in stable condition and experienced no complications post procedure. The patient would be monitored.